Event description:
During service testing, the baxter repair technician reported failure code 810:04 on channel a. The hospital representative stated that there have been no reports of any patient incident involving this pump.